Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. H6: investigation findings - 3221 is based upon the evaluation of user facility information and no device return; 213 is based upon functional testing of the unused returned sample. H6 - investigation conclusion - 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused returned sample. Two (2) 6fr angioseal devices were returned to terumo medical corporation for product evaluation. Both devices were found to have been unused and unopened. Both devices were opened, and all components were found to have been present and no damage or issue was identified. Functional testing was performed by assembling the sheaths and locators, and both components were able to be assembled properly. Functional testing was continued by passing a guidewire through the assembly. Both assemblies were able to be passed through the guidewire, and no issue was identified with device function. The complaint could not be confirmed for an issue. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that during the insertion of the angio-seal¿ vip, as physician pushed the dilator and sheath hub onto the wire, dilator and sheath hub separated and they could not connect back and get over the wire. Dilator and the sheath hub could not connect, therefore the physician could not apply the device over the wire, because he felt resistance. They did not proceed with application of device, therefore they took another device and tried to close the puncture site, but same thing happened. In the procedure a stiff amplatz wire 0.035'' was used over which they tried to apply the device. The wire from the set could not be used because they used a long introducer (6fr destination 90 cm). Additional information was received on 21mar2024: hemostasis was achieved after second device was attempted with manual compression. There was no blood loss. The patient was stable. The procedure being performed for the patient prior to the use of the angio-seal was a carotid artery stenting (cas). Procedure sheath was 6fr destination 90cm. There was no difficulty in inserting the locator into the hub. The user was able to successfully insert and lock the locator in the hub. There was no audible click on mating. There was tactile feedback after mating. The locator did not separate after mating with the hub. The locator was too loose and failed to stay in place when being pushed onto the wire. The separation occurred when the device was being pushed onto the wire prior to going in the patient.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: key account manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.